Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The caller received assistance from technical support in resetting the pump, after which the malfunction code did not recur, and they were advised to continue using the pump while being instructed to call back if any other issue arises.